Manufacturer narrative:
Evalauation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were observed with the instrument of sulu. Functional testing which included resetting the sulu and loading it into the returned stapler. The sulu was able to be loaded and unloaded with no issues and the firing knob cycled completely with no issues records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional information .if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the third firing for bypass of gastroenterostomy , the surgeon started firing the device to gastric stump, however could not push the firing knob on the halfway. Replaced by a new cartridge, however the same event occurred. Replaced by a new handle, the firing was completed with no problem. The event occurred in use for patient. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient: no problem.